Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed by review of medical progress notes stating patient was experiencing delayed wound healing and was placed on antibiotics. Device history record was reviewed and no discrepancies were found.. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00162, 3007963827-2018-00162, 0002648920-2018-00698, and 0002648920-2018-00699. Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 7 catalog#: 42500606202 lot#: 63636831, tibia cemented 5 degree stemmed right size e catalog#: 42532007102 lot#: 63633386, articular surface fixed bearing posterior stabilized (ps) right 14 mm height catalog#: 42521400714 lot#: 62747167. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remained implanted following this event. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient had delayed healing of the initial incision which required antibiotics and referral to the wound treatment department. Attempts have been made and no further information has been provided.